Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, prior to closing the pocket, interrogation found that the implantable cardiac monitor exhibited backup vvi operation. After a device software download, normal function resumed and the device was successfully implanted. No patient symptoms were reported.